Event description:
The doctor reported the implant was removed due to insufficient primary stability, however, was also assessed in the aspect of osseointegration failure as the implant was explanted approximately 6 weeks after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The patient has since recovered.